Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 456 mg/dl. The customer gave himself manual injections. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer declined further troubleshooting believing that it was the pump that was causing the issue. The customer was advised that we are sending out replacement pump and also tubing clamp.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked pump belt clip slot.